Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of capture anomaly and high impedance was not confirmed. Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant the lead exhibited intermittent capture anomalies, high pacing threshold and high lead impedance. The lead was explanted and replaced.